Manufacturer narrative:
The customer reported that the bsm (bedside monitor) has a blank (black) screen. The product involved in this event has not been returned to date to allow for an analysis to be performed. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if the product is returned for evaluation or new information is obtained.

Event description:
The customer reported that the bsm (bedside monitor) has a blank (black) screen.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: the customer ordered and replaced the inverter board and lcd unit which fixed the issue.